Manufacturer narrative:
MFR completed the entire form. Device evaluation: the suspect device was returned and evaluated. It was confirmed that the device would intermittently generate a system fault. This error was found to be caused by an intermittently loose motor connector.

Event description:
The patient's father called to report his son was admitted to the hospital on monday at 1530 with a blood glucose of 650. The father goes on to report that on friday the patient's pump alarmed the warning message "system fault-call for service." The reporter goes on to state that they continued to use the device and warning alarm persisted. The reporter also stated that the patient blood glucose had been in excess of 500 since friday evening.